Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when unit is turned on, options disappeared / options not found (need option code) no patient involvement.